Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose was 137 (mg/dl). The customer continued to use the pump for insulin therapy.